Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The alarm was resolved by cycling power to the homechoice device. The care giver stated the patient would perform continuous ambulatory peritoneal dialysis (capd) to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluated. The device was visually inspected using a microscope. Functional testing was also performed on the sample that included leak testing (underwater pressure test), clear passage testing, clamp function testing, and device-device interaction testing (using the homechoice machine). The sample met all product specifications related to the reported event; the reported event could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.